Event description:
It was reported that a revision surgery was performed 1-2 years post-operatively to address metallosis and non-fusion of an roi-c patient. The patient was experiencing pain prior to the revision. Using spect-CT, the surgeon determined that the cage was loose and that there was a visible amount of metallosis. This is report two of two for this event.

Manufacturer narrative:
Device evaluation: the device was not returned and no photos or x-rays were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to inadequate vertebral body end plate preparation. This is assuming that the anchoring plates were correctly installed, and without knowing the patient¿s smoker status or having a diabetic condition. If all residual disc material was not removed from the disc space, especially around the area of the hole in the spacer in which the bone replacement matrix is added, then bone will be unable to grow from one endplate through the center of the spacer and to the opposite endplate. This would also lead to micromotion between the titanium coated surfaces of the spacer and the vertebral body endplates, causing the metallosis. DHR review: the part and lot number were not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2024-00082.

Event description:
It was reported that a revision surgery was performed 1-2 years post-operatively to address metallosis and non-fusion of an roi-c patient. The patient was experiencing pain prior to the revision. Using spect-CT, the surgeon determined that the cage was loose and that there was a visible amount of metallosis. This is report two of two for this event.